Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the patient's legal counsel that the patient underwent an irrigation/debridement and evacuation of hematoma of the right knee after a second knee revision on (B)(6) 2015. Subsequently, the patient underwent a two stage revision with the first stage removal of all implants and placement of antibiotic spacer on (B)(6) 2015.